Manufacturer narrative:
The customer was given the part number and pricing for a replacement etco2 module which would bring the device back to functionality. The customer as of (B)(6) 2018 has yet to make a decision on the previously noted actions to bring the device back to functionality.

Event description:
It was reported to philips that the device alarmed the co2 warning. The device was not in use on a patient.